Event description:
On (B)(6) 2021, it was reported by a arthrex employee via e-mail that a ar-13995n needle broke. This occurred on (B)(6) 2021 during a procedure when the needle tip broke off inside of the patient. The surgeon attempted to remove the needle but could not so he left the needle in the patient. Additional information requested. Additional information provided on (B)(6) 2021: the procedure being performed was a rotator cuff repair. The tendon is too thick or stiff so the tip of needle was broken during the surgery. Actually the surgeon cannot sure that broken needle tip was retained in patient body because he/she cannot find it via c-arm even after surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.